Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a leak in the air chamber filter during the procedure, observed after 1000ml. The customer mentioned medical intervention, however, it is unknown at this time the extent of the medical intervention. The medical decision was made to change the kit without return, and to discard the product that had been collected. Patient information is not available at this time. The disposable set is not available to be returned for evaluation. This report is being filed due to unknown medical intervention.